Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: the complaint was received into the company with the following comment: the extremity of the screwdriver was damaged, it was impossible to insert the screw. The issue was discovered during orthokit inspection. There was no patient involvement. The instrument was returned for investigation and the complainants finds confirmed. The end of the instrument was damaged making it impossible to fit into a screw head. The instrument was returned to the supplier for investigation. The suppliers investigation report (attached in attachments titled (B)(4) supplier investigation report) summarised: the DHR analysis of the batch indicated shows an initial conformance of the product with regards to this specification. For this batch, there was no deviation or non-conformance. A visual check of general aspect and absence of burr was realized on 100% of the lot by our subcontractor. A 100% check of the products was performed at the endoscope upon receipt of the products at chaumont. The analysis of the returned product shows a deformation of the hexagonal end hypothesis: the deformation of the hexagonal end is probably related to the fall of the product during one handling. This analysis has not highlighted any chaumont defect: the need of corrective actions is not indicated. However, an information on this complaint is communicated to the subcontractor and to the incoming inspection. The complaint will be closed with a justified conclusion in that the product was no longer fit for use, with a undetermined root cause as it is not possible to determine when the product was damaged. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : the complaint was received into the company with the following comment: the extremity of the screwdriver was damaged, it was impossible to insert the screw. The issue was discovered during orthokit inspection. There was no patient involvement. The instrument was returned for investigation and the complainants finds confirmed. The end of the instrument was damaged making it impossible to fit into a screw head. The instrument was returned to the supplier for investigation. The suppliers investigation report (attached in attachments titled pc-000469741 supplier investigation report) summarised: the DHR analysis of the batch indicated shows an initial conformance of the product with regards to this specification. For this batch, there was no deviation or non-conformance. A visual check of general aspect and absence of burr was realized on 100% of the lot by our subcontractor. A 100% check of the products was performed at the endoscope upon receipt of the products at chaumont. The analysis of the returned product shows a deformation of the hexagonal end hypothesis: the deformation of the hexagonal end is probably related to the fall of the product during one handling. This analysis has not highlighted any chaumont defect: the need of corrective actions is not indicated. However, an information on this complaint is communicated to the subcontractor and to the incoming inspection. The complaint will be closed with a justified conclusion in that the product was no longer fit for use, with a undetermined root cause as it is not possible to determine when the product was damaged. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The extremity of the screwdriver was damaged, it was impossible to insert the screw. The issue was discovered during orthokit inspection. There was no patient involvement.